Event description:
It was reported via a clinical study that a patient underwent an initial ankle prosthesis surgery and experienced medical pain 6 months post-op, therefore, percutaneous fixation of medical malleolus was performed. Subsequently, a poly exchange revision was carried out 2 years post-op due to ankle synovitis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Eight radiographs where provided for evaluation: five anteroposterior and three mediolateral radiographs. An image of the e1 bearing that was exchanged was also provided. The post primary anteroposterior radiograph shows bone fragments below the medial malleolus. This suggests that surgical debris or osteophytes may have articulated with the bearing surface of the e1 bearing and contributed to the reported damage to the polyethylene insert - the reason for damage stated in the complaint description. The post-revision mediolateral radiograph shows a larger gap between the tibial and talar components, compared with the mediolateral projection taken after the initial surgery. This confirms that the initial e1 bearing was exchanged for a thicker bearing during the revision surgery on (B)(6) 2018. Only one of the two screws inserted on (B)(6) 2017 is visible in the post-revision x-rays, and it is therefore assumed that one screw was removed during revision surgery on (B)(6) 2018. The instructions for use warn that ¿malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear.¿ and ¿care is to be taken to assure complete support of all parts of the device embedded in bone to prevent stress concentrations that may lead to failure of the procedure. Complete preclosure cleaning and removal of metallic debris and other surgical debris at the implant site is critical to minimise wear of the implant articular surfaces.¿ device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial ankle prosthesis surgery and experienced medical pain 6 months post-op, therefore, percutaneous fixation of medical malleolus was performed. Subsequently, a poly exchange revision was carried out 2 years post-op due to ankle synovitis.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial surgery. Subsequently there was a percutaneous fixation of medial mal(2 screws), removal of osteophytes and poly exchange was performed due to pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d11, g4, g7, h1, h2, h4, h6, h10. D11: medical product: rebal shortened peg talar sz 1 item #: r2-100301, lot: 3552822. Medical product: rebal tibial extnd ti coat sz2 item #:2-100312, lot: 3736572. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial ankle prosthesis surgery and experienced medical pain 6 months post-op, therefore, percutaneous fixation of medical malleolus was performed. Subsequently, a poly exchange revision was carried out 2 years post-op due to ankle synovitis.